Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2022-10498, 2017865-2022-10499, 2017865-2022-10501. Patient presented in-clinic due to a fever. Upon investigation, purulent flow from the device pocket and endocarditis were observed. A culture test was performed which confirmed a staphylococcus aureus infection. The device and leads were explanted and the patient was given antibiotics to treat the infection. The patient was in stable condition.